Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.